Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ infusion adapter c100 caused "repetitive strain" to the pharmacy worker's forearm as a result of the "push turn push motion" of the device connection, and assessment from occupational health was sought out with recommendations that the worker be removed from the compounding shifts. The following information was provided by the initial reporter: "hi (B)(6), we have had some pharmacy technician staff come forward recently with repetitive strain related pain in their dominant forearm as a result of the push turn push motion of phaseal device connections. They are seeking assessment from occupational health as a result and there may be recommendations to have them removed from the compounding shifts which is concerning. Can you comment if this is occurring at other sites and if you have any strategies in terms of manipulation techniques to help to prevent/mitigate this? Much appreciated, (B)(6)."

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that the bd phaseal¿ infusion adapter c100 caused "repetitive strain" to the pharmacy worker's forearm as a result of the "push turn push motion" of the device connection, and assessment from occupational health was sought out with recommendations that the worker be removed from the compounding shifts. The following information was provided by the initial reporter: we have had some pharmacy technician staff come forward recently with repetitive strain related pain in their dominant forearm as a result of the push turn push motion of phaseal device connections. They are seeking assessment from occupational health as a result and there may be recommendations to have them removed from the compounding shifts which is concerning. Can you comment if this is occurring at other sites and if you have any strategies in terms of manipulation techniques to help to prevent/mitigate this? H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated.

Event description:
It was reported that the bd phaseal¿ infusion adapter c100 caused "repetitive strain" to the pharmacy worker's forearm as a result of the "push turn push motion" of the device connection, and assessment from occupational health was sought out with recommendations that the worker be removed from the compounding shifts. The following information was provided by the initial reporter: we have had some pharmacy technician staff come forward recently with repetitive strain related pain in their dominant forearm as a result of the push turn push motion of phaseal device connections. They are seeking assessment from occupational health as a result and there may be recommendations to have them removed from the compounding shifts which is concerning. Can you comment if this is occurring at other sites and if you have any strategies in terms of manipulation techniques to help to prevent/mitigate this?